Event description:
The user facility reported that the device overheated. There was no patient involvement and no adverse consequences.

Event description:
The user facility reported that the device overheated. Attempts are being made to obtain additional information about the event; no further information has been received.